Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No related complaint received with return of device. Conclusion: failure observed during analysis. External insulation abrasion was noted at 17.6-17.9cm from the connector pin, consistent with friction to the ICD can. The etfe coating was intact at this location. Initial reporter: reliability laboratory technician. St. Jude medical 2032227-2014-39029-1 reliability laboratory.